Event description:
It was reported that the non-dependent patient presented to the ER feeling poorly, and with low blood pressure. A decrease in both the pacing lead impedance and the r-wave sensing were observed. An echocardiogram confirmed lead perforation. Once the patient was stable, repositioning was planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).